Event description:
This complaint was received by regulatory team through user facility medwatch report (B)(4) and fwd to wwps/CAPA on (B)(4) 2012 and read 'patient being turned to clean leakage of stool when bright red blood was noticed. Bright red blood noted to be leaking around rectal tube. Tube discontinued: 30 cc pf water came out of the balloon. Gi consulted and hydrocortisone foam and 2x2 applied. Colorectal surgery was consulted and patient emergently taken to the operating room where 4 rectal mucosal ulcers were found: 3 cauterized and required 2 sutures. Tube was originally inserted approximately 25 days earlier per policy. Rectal tube was inserted approximately 25 days prior to adverse event because it was indicated for liquid stool and presence of coccyx wour.

Manufacturer narrative:
This adverse event (rectal) bleeding and mucosal ulcers) is deemed serious as it required both medical and surgical intervention including blood transfusion and cauterization to prevent a more serious consequence for the patient. The patient details are sketchy at this time as this case was brought to our notice via a medwatch form. From a clinical perspective, a causal relationship between the flexi-seal fecal management device and this event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. Third party manufacturer investigated this complaint by reviewing their device history records for lot 12vm471978 and there was no deviation established for the manufacturing and inspection process. In addition the retained sample was reviewed which met product quality requirements. Reported to the FDA on (B)(4) 2013.